Event description:
Drive devilbiss healthcare was notified of an incident involving a cane by the end user's daughter, who reported that the bottom of the cane's four brackets are broken, which caused the cane to give way and the end user to fall. There was no report or evidence of illness, serious injury or medical treatment associated with the complaint. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.